Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reagent probe, sample probe and photometer preamplifier to resolve the issue. (B)(4). (B)(6).

Event description:
The customer reported receiving erroneous low patient results for total bilirubin on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.